Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing hypoglycemia and sensor issues. The customer's blood glucose was 49 mg/dl but the sensor glucose was 318 mg/dl. Customer did not indicate the form of treatment for the low blood glucose and if auto mode feature was active at the time of the incident. Customer also stated that they received sensor updating alert and change sensor alert. Customer declined further troubleshooting. The insulin pump will not returned for analysis.